Manufacturer narrative:
Evaluation summary: man-made fault : wrong operation or hurt by sharp tool. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
The scope leaked. The time of event is unknown. There was no report of patient harm.